Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the clips were not forming correctly at the end of the case. Another device was used to complete the case with no pt consequence.